Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed with vent inop. Customer found a 12v supply failed reference and an internal temperature high at data acquisition board reference in the device error log. There was no patient harm.

Manufacturer narrative:
The reported event was confirmed by the hospital biomedical engineer. The manufacturer's field service engineer (fse) reported troubleshooting the device with the hospital biomedical engineer in a telephone conversation. The hospital biomedical engineer replaced the power management board to address the reported issue.